Event description:
It was reported that the charging port on the customer's pump was wearing out, requiring the use of multiple chargers to charge. There was no adverse impact to the customer's blood glucose level. As a solution, the customer service team sent a replacement pump and instructed the customer to return the problematic pump to avoid charges, advising on necessary steps like program settings and connecting their cgm to the new pump. Customer will continue to use current pump.